Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a lead replacement procedure (related manufacturer reference number: 3006705815-2019-03503, 3006705815-2019-03504) on (B)(6) 2019, patient¿s ipg pocket site was relocated to the flank area. Effective therapy was restored post operatively.

Event description:
Additional information received identified that there were no known allegations of deficiency against the device. The revision to relocate the ipg was an elective procedure.